Manufacturer narrative:
A technical investigation was not possible to be performed, as the device(s) were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. Trend analysis: no trend identified. Device history records (DHR) review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that implantation was performed on (B)(6) 2012. Revision due to pain was performed on (B)(6) 2016. Review of received data: implantation report dated (B)(6) 2012: (B)(6) patient underwent right tha due to degenerative joint disease. Surgeon reamed down to size 62 reamer and implanted a 63 cup with 45 degree inclination and 15 degrees anteversion. Cup fixed with 3 screws. 38 inner diameter liner implanted. Stem reamed down to size 15 and stem size 15 implanted. Head 38 +0 implanted over the stem. No other conspicuous information. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis: pain cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. Should any additional information that changes the assessment become available, the case will re-evaluated. However, all possible causes related to the issues reported are listed in dfmea. Conclusion summary: neither x-rays, revision notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive explanted devices for review. A surgical report of implantation was provided. The manufacturer did not x-rays or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a durasul cocr head 38/0 m 12/14 on the right side on (B)(6) 2012 and underwent revision surgery on (B)(6) 2016 due to pain. It was reported that the surgeon noticed trunnionosis on the neck.